Manufacturer narrative:
Product analysis: the complaint was confirmed. Overheating messages were found in the device log. The fan was found to be disconnected from the printed circuit board (pcb) and, once connected, was noisy. The fan was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a message, indicating that it was overheating. It was noted that the fan seemed to be functioning normally. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.